Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the issue couldn't be duplicated. The logs showed that the ac line voltage was disconnected before the umbilical cord was disconnected causing a reboot to reestablish connection to the charger assembly. It then showed the cord was reconnected and the mvs ac line power was plugged back into the wall. The imaging system then passed the system checkout and was found to be fully functional. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the system was moved around the patient, and there was no x-ray enabled. The manufacturer representative (rep) rebooted the system which restored the x-ray. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.